Manufacturer narrative:
Concomitant product: spinal implantable hardware (implant: (B)(6) 2006). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with pre-operative diagnosis of degenerative disc disease with degenerative scoliosis of lumbar spine and spinal stenosis. The patient underwent the following procedures: 1) laminectomy complete for decompression with bilateral foraminotomies and facetectomies at l4, l3, and l2; 2) correction of scoliotic deformity at lumbar spine; 3) segmental instrumentation of the lumbar spine with pedicle screw fixation at l2, l3, l4, and l5 levels; 4) posterolateral fusion, lumbar spine, at l2 to l5 (three levels); 5) bone grafting with morselized autograft supplement with rhbmp-2/acs. Spinal instrumentation was used. Per the op notes, the surgeon packed in rhbmp-2/acs into the gutters and then placed bone graft for fusion using morselized autograft from the decompression. The 2 plane imaging demonstrated that the correction deformity was excellent. No patient complications were noted. Ten months pot-op: the patient presented with severe pain in neck and lower back. The numbness and tingling sensation feeling in her lower extremities has abated or diminished. The patient has been continuing home exercise program and physical therapy. Seventeen months post-op: the patient underwent CT scan of lumbar spine without contrast compared to earlier study. Impression: stable appearance of the alignment and posterior fusion hardware. There was very limited evaluation of the central canal due to hardware artifact. Twenty-three months post-op : the patient presented complaining of severe pain with back extension, side bending, and rotations. The pain with flexion was much less compared to the extension. The patient has severe pain with back examination. Assessment: 1. Degenerative disc with spinal stenosis. 2. Post laminectomy syndrome or failed back surgery syndrome. 3. Glenohumeral joint instability. 4. History of fibromyalgia with anxiety disorders and insomnia. 5. The patient also may have acromioclavicular joint pain. Twenty-four months pot-op: the patient presented with severe pain in the subdeltoid region on the right side. According to the patient she also has fallen recently, as the result of tripping on stairs. From this fall the patient is having severe pain in her lower back, shoulders, and neck. The patient was treated with corticosteroid injection mixed with marcaine. Assessment: 1. Chronic pain secondary to degenerative disc disease. 2. Failed back surgery syndrome. 3. Subdeltoid bursitis, acute. 4. History of falls. 5. Degenerative disc disease. 6. Facet arthropathy. Twenty-nine months post-op: the patient underwent MRI of upper extremity joint right. Two and half years post-op: the patient presented complaining of severe pain in her lower back, neck and shoulders with stiffness in her neck and shoulders, difficulties of walking, and severe pain in her hips. Assessment: 1. Chronic back pain with spinal stenosis and facet arthropathy. 2. Degenerative arthritis of her hips. 3. Degenerative arthritis of shoulders and ac joint arthropathy. The next seven months, the patient continued to complain of chronic pain which was radiating down to her upper extremities and lower extremities. Assessment: 1. Chronic back pain. 2. Chronic neck and shoulder pain. 3. Myofascial pain. 4. Neuropathy. 5. Failed back surgery syndrome. 6. Degenerative arthritis. The patient underwent nerve conduction study and it shows prolonged median ¿snc¿ in the ¿rt¿ upper ¿ext¿ needle ¿emg¿ studies are normal. Findings: ¿cw¿ compression neuropathy affecting the ¿rt¿ upper ¿ext¿. Approximately three and half years pot-op: the patient presented with limited range of motion of the lumbar spine and neck. The patient also suffered from degenerative arthritis. Back extension, side bending, also causes to have severe excruciating pain. Assessment: 1. Chronic back pain. 2. Chronic neck and shoulder pain. 3. Degenerative arthritis multiple places. 4. Facet arthropathy. 5. Post laminectomy syndrome. 6. Myofascial pain. 7. Spinal stenosis. 8. Degenerative arthritis of her knees. Sixty-four months post-op: the patient underwent CT of lumbar spine without contrast due to low back pain and left lower extremity pain. Impression: postoperative changes of the lumbar spine without evidence of a recurrent disc herniation or protrusion. No evidence of a pseudoarthrosis or pedicle screw loosening is seen. Sixty-nine months post-op: the patient presented with spine and hip pain and underwent bone density test. The bone density test grades the patient to the osteopenic range. Assessment: osteopenia progressing to osteoporosis. The doctor suggested that the patient should take vitamin d and calcium on a regular basis and try to do exercises on a regular basis. Eighty-three and half months post-op: the patient presented complaining of significant pain with extension of the lumbar spine and side bending rotations. Eighty-four months: the patient presented with pain in neck and back shoulder. The patient also reported numbness in the legs and arms prickling sensation. Eighty-five months post-op: the patient presented with lower back pain which radiates down to the level extremities with numbness tingling burning sensation also to the right lower extremity but worse on the left side. The patient will undergo spinal post admission trial and exercise on a regular basis. Eighty six months post-op: the patient presented with pain in back, knee, hips, numbness in the fingers and bilateral hands. Urine drug screen was performed. Eighty-seven months post-op: the patient presented with pain in back, knee, hips, numbness in the fingers and bilateral hands. Patient was treated with medication. Seven years and three months post-op: the patient presented with weakness of the back extensors and flexors. The patient also had in creased pain with extension of the cervical lumbar spine and thoracic spine. The patient stopped using cymbalta, since she was having ringing in the ears and other symptoms that she could not tolerate.